Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found and verified the reported cracked downstream occlusion (dso) seal problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was unknown patient involvement.